Manufacturer narrative:
The glidescope gvm monitor and the glidescope spectrum smart cable were returned to verathon for evaluation. The glidescope spectrum directview mac s3 blade utilized in the procedure was not returned for evaluation. A verathon technical service representative evaluated the returned monitor and smart cable and could not reproduce the reported image issue; no issues were found. The units functioned as intended. Both the glidescope gvm monitor and the glidescope spectrum smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the screen shut off and turned back on multiple times. The customer stated that the image would go away but the unit was still on. They had to cycle the power to get the image to come back. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.